Event description:
A ventilator was returned to a third-party service center for remediation involving airpath replacement. The device was not in patient use, and no harm or injury was reported.during evaluation, the bipap a40 international device was visually inspected, and no evidence of foam degradation was observed. During run-in testing, the device failed with a "ventilator inoperative" finding, and a higher-level repair (hlr) step was initiated. This issue is associated with fsn 2023-cc-src-039, which addresses interruptions and/or loss of therapy due to a ventilator inoperative alarm. The hlr process includes additional verification and replacement of applicable components. In this case, the failure was consistent with a printed circuit assembly (pca) issue, and replacement of the pca was recommended. No repair was performed because the device was out of warranty, and the customer declined the repair quotation. The device was returned to the customer unrepaired.

Manufacturer narrative:
The reported failure of ventilator inoperative is accommodated in the product risk management file as being linked to hazard with description loss of function/loss of primary function. A field action was initiated with record ID fsn 2023-cc-src-039 and consisted of a field safety notice. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no further indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures.the device mentioned in this complaint has exceeded its useful life per the applicable IFU.